Event description:
Customer received false low digoxin results for one pt. The digoxin result was less than 0.2 ng per ml for several blood samples from the same pt over several days. Customer confirmed the pt is taking digoxin in normal doses. The sample was also measured in two other laboratories using an imx. The digoxin result from each of these laboratories using the imx was 2.9 ng per ml. The pt developed digoxin toxicity ("intoxication") with vomiting and medication treatment was changed to cordarone. No add'l info was provided regarding the pt. If add'l info is received, appropriate notification will be provided.

Event description:
It was reported in (B)(4) that the dual latch siderails were not latching. No adverse consequences alleged.

Manufacturer narrative:
Samples from the patient were returned for investigation. It was determined the issue was related to non-specific agglutination caused by an unidentified factor present in the patient sample. No device malfunction was identified. The limitations-interference section of the package insert for the digoxin assay documents the potential for falsely low results related to non-specific agglutination. No additional information was provided regarding the patient.